Manufacturer narrative:
The device was returned for evaluation. Upon evaluation, the device clearly had a sterile seal breach. The root cause was a manufacturing error, most likely due to misalignment of either the sealing tool or the packaging film during the sealing process. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".